Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 419478 lead, implanted (B)(6) 2012; 694765 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to pocket infection and endocarditis. The patient was treated with antibiotics and is to receive a new system at a future date. No further patient complications have been reported as a result of this event.